Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system. Two pt (a and b) samples were tested for accu tni and results of 1.36 ng/ml and 1.34 ng/ml were obtained respectively. The results were not reported out of the lab. The original samples were tested for accu tni on a different instrument in the customer's lab and lower results were obtained: 0.02ng/ml for pt a, and 0.10ng/ml for pt b. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications on the day of the event. A system check performed before the event passed. A system check performed in late 2007, partially failed and met specifications upon repeat. Another system check conducted on the same day at 12:00pm, was within specifications. Based on available info, the customer had been receiving wash pump errors which was confirmed upon review of the event log. The errors were obtained on the day of the event, at approximately 3:00am. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic testing, and low qc precision ran; all results passed within specifications. Per fse, the wash pump issues the customer was having were due to the customer not properly performing maintenance procedure. The fse discussed maintenance tips with the customer. In addition, the fse made suggestions to the customer to review pre-analytical sample handling with staff. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.